Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored two atrial tachy response (atr) events due to noise on all three channels. Technical services (ts) reviewed the event and indicated that the noise could be due to electromagnetic interference (emi). No adverse patient effects were reported. This device remains in service.